Manufacturer narrative:
Device history records and reserved lot testing show no abnormalities. Based on previous investigations with similar complaints, the complaint could be based on poor compatibility between some insulin pens and easytouch pen needles. The effort to improve compatibility began in (B)(6) 2022 and is still ongoing.

Event description:
End user reports that the pn item number 829021 lot number 58042 expiration date 12/02/2026 are clogged and will not allow the insulin lispro to flow through.

Event description:
End user reports that the pn item number: 829021 lot number: 58042 expiration date 12/02/2026 are clogged and will not allow the insulin lispro to flow through.

Manufacturer narrative:
Initial trend analysis for lot: 58042 was conducted, no malfunctions were found. This is the only complaint for lot: 58042. Further investigation will be conducted to determine the root cause of complaint.